Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds and no capture. The lead was capped and replaced. The right ventricular lead had a history of elevated defibrillation testing at implant. The lead was repositioned during the procedure and defibrillation testing was unable to rescue the patient. The right ventricular lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.